Manufacturer narrative:
Updated fields: b4, d8, d9, (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site name, event site address, event site address line 2, event site telephone, event site email), e4, h6(medical device ¿ problem code). Due to characterization limit e1, (event site name: (B)(6) hospital. Event site email: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found significant water condensation on the cuff line. The fse also stated that there did not appear to be any malfunction alarms. In order to fix the issue, the fse replaced the pneumatic interface module and checked operation for 20 hours. It was also reported that there may have been a blood back as the internal pim tube was the color red and the part was scrapped due to contamination. The fse was not able to reproduce the gas leak in the iab circuit. The unit was suitable for clinical use post repairs and passed all functional test. No patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( medical device ¿ problem code , investigation findings ) , d10.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas leak in the iab circuit, and condensation is observed on the catheter extender. No harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.